Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that on (B)(6) 2012 the quick coupling for k-wires twisted around and was loose. This did not occur during surgery. No injury or medical intervention was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.